Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was confirmed as the algorithm worked correctly in triggering msp as the sensor self check system detected gel hydration issue. The system self-test is functioning as intended.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.